Manufacturer narrative:
Continuation of concomitant: 4076 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for high pacing impedance and high/undefined superior vena cava (svc) impedance. It was noted that the was a possible fracture. The lead was turned off and later capped and replaced. No patient complications have been reported as a result of this event.